Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 3 years 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), menorrhagia ("heavy, abnormal menstruation"), menstruation irregular ("irregular menstruation"), dyspareunia ("painful intercourse"), hormone level abnormal ("hormonal changes"), hot flush ("hot flashes"), night sweats ("night sweats"), rash ("unexplained rashes"), fallopian tube disorder ("scar tissue that has formed over the nickel coils") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (forced to terminate pregnancy (elective abortion)). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, pelvic pain, menorrhagia, menstruation irregular, dyspareunia, hormone level abnormal, hot flush, night sweats, rash, fallopian tube disorder and migraine outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered dyspareunia, fallopian tube disorder, hormone level abnormal, hot flush, menorrhagia, menstruation irregular, migraine, night sweats, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: plaintiff experienced an unintended pregnancy which she was forced to terminate. Plaintiff¿s physicians have recommended a total hysterectomy to remove the essure devices due to the amount of scar tissue that has formed over the nickel coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed essure coils were properly in place. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of salpingitis ("salpingitis"), genital haemorrhage ("unusual bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a 33-year-old female patient who had essure (batch no. 689937) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, termination of pregnancy in august 2012 and pregnancy with contraceptive device. Concurrent conditions included ovarian cyst nos, overweight and colpitis. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). In 2012, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In 2014, 3 years 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), menorrhagia ("heavy, abnormal menstruation"), menstruation irregular ("irregular menstruation"), hormone level abnormal ("hormonal changes"), hot flush ("hot flashes"), night sweats ("night sweats"), rash ("unexplained rashes"), fallopian tube disorder ("scar tissue that has formed over the nickel coils") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. In 2012, the genital haemorrhage had resolved. At the time of the report, the salpingitis, pregnancy with contraceptive device, pelvic pain, menorrhagia, menstruation irregular, hormone level abnormal, hot flush, night sweats, rash, fallopian tube disorder and migraine outcome was unknown and the dyspareunia and abdominal pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dyspareunia, fallopian tube disorder, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, menstruation irregular, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, rash and salpingitis to be related to essure. The reporter commented: the plaintiff learned she was pregnant through a home pregnancy test in 2012 and 2014 captured under the cases 2018-138541 and 2018-005850 respectively. The outcome of the pregnancies in aug-2012 and 2014 was termination. She had no complications of pregnancy. Laparoscopic tubal ligation in 2014 as an alternative contraceptive method. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed essure coils were properly in place concerning the injuries reported in this case, the following one was described in patient's medical records: salpingitis and the following ones were confirmed in patient´s medical records: pelvic pain, dyspareunia and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of salpingitis ("salpingitis"), genital haemorrhage ("unusual bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a 33-year-old female patient (gravida 6, para 3) who had essure (batch no. 689937) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, termination of pregnancy in (B)(6) 2012 and pregnancy with contraceptive device. Concurrent conditions included ovarian cyst nos, overweight and colpitis. Concomitant products included hydrochlorothiazide since 2017, ibuprofen since 2010, metronidazole since 2010 and naproxen sodium since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menstruation/ unusual menstrual cycle"). In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain") and abdominal pain lower ("cramping"). In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In 2012, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 3 years 8 months after insertion of essure, the patient experienced abortion spontaneous ("unintended abortion"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("heavy, abnormal menstruation"), hormone level abnormal ("hormonal changes"), hot flush ("hot flashes"), night sweats ("night sweats"), rash ("unexplained rashes"), fallopian tube disorder ("scar tissue that has formed over the nickel coils") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. In 2012, the genital haemorrhage had resolved. At the time of the report, the salpingitis, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menorrhagia, menstruation irregular, hormone level abnormal, hot flush, night sweats, rash, fallopian tube disorder, migraine and abdominal pain lower outcome was unknown and the dyspareunia and abdominal pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dyspareunia, fallopian tube disorder, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, menstruation irregular, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, rash and salpingitis to be related to essure. The reporter commented: the plaintiff learned she was pregnant through a home pregnancy test in 2012 and 2014 captured under the cases (B)(4) respectively. The outcome of the pregnancies in (B)(6) 2012 and 2014 was termination. She had no complications of pregnancy. Laparoscopic tubal ligation in 2014 as an alternative contraceptive method. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed essure coils were properly in place. Concerning the injuries reported in this case, the following one was described in patient's medical records: salpingitis and the following ones were confirmed in patient´s medical records: pelvic pain, dyspareunia and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of ptc. Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of salpingitis ("salpingitis"), genital haemorrhage ("unusual bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a 33-year-old female patient (gravida 6, para 3) who had essure (batch no. 689937) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, termination of pregnancy in (B)(6) 2012 and pregnancy with contraceptive device. Concurrent conditions included ovarian cyst nos, overweight and colpitis. Concomitant products included hydrochlorothiazide since 2017, ibuprofen since 2010, metronidazole since 2010 and naproxen sodium since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menstruation/ unusual menstrual cycle"). In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain") and abdominal pain lower ("cramping"). In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In 2012, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 3 years 8 months after insertion of essure, the patient experienced abortion spontaneous ("unintended abortion"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("heavy, abnormal menstruation"), hormone level abnormal ("hormonal changes"), hot flush ("hot flashes"), night sweats ("night sweats"), rash ("unexplained rashes"), fallopian tube disorder ("scar tissue that has formed over the nickel coils") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. In 2012, the genital haemorrhage had resolved. At the time of the report, the salpingitis, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menorrhagia, menstruation irregular, hormone level abnormal, hot flush, night sweats, rash, fallopian tube disorder, migraine and abdominal pain lower outcome was unknown and the dyspareunia and abdominal pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dyspareunia, fallopian tube disorder, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, menstruation irregular, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, rash and salpingitis to be related to essure. The reporter commented: the plaintiff learned she was pregnant through a home pregnancy test in 2012 and 2014 captured under the cases 2018-138541 and 2018-005850 respectively. The outcome of the pregnancies in (B)(6) 2012 and 2014 was termination. She had no complications of pregnancy. Laparoscopic tubal ligation in 2014 as an alternative contraceptive method. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed essure coils were properly in place concerning the injuries reported in this case, the following one was described in patient's medical records: salpingitis and the following ones were confirmed in patient´s medical records: pelvic pain, dyspareunia and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-sep-2018: new pfs received- new events unintended abortion and cramping were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("unusual bleeding") and salpingitis ("salpingitis") in a 33-year-old female patient who had essure (batch no. 689937) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, termination of pregnancy in august 2012 and pregnancy with contraceptive device. Concurrent conditions included ovarian cyst nos, overweight and colpitis. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In 2014, 3 years 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), menorrhagia ("heavy, abnormal menstruation"), menstruation irregular ("irregular menstruation"), hormone level abnormal ("hormonal changes"), hot flush ("hot flashes"), night sweats ("night sweats"), rash ("unexplained rashes"), fallopian tube disorder ("scar tissue that has formed over the nickel coils") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. In 2012, the genital haemorrhage had resolved. At the time of the report, the pregnancy with contraceptive device, pelvic pain, menorrhagia, menstruation irregular, hormone level abnormal, hot flush, night sweats, rash, fallopian tube disorder, migraine and salpingitis outcome was unknown and the dyspareunia and abdominal pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dyspareunia, fallopian tube disorder, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, menstruation irregular, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, rash and salpingitis to be related to essure. The reporter commented: the plaintiff learned she was pregnant through a home pregnancy test in 2012 and 2014 captured under the cases 2018-138541 and 2018-005850 respectively. The outcome of the pregnancies in aug-2012 and 2014 was termination. She had no complications of pregnancy. Laparoscopic tubal ligation in 2014 as an alternative contraceptive method. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed essure coils were properly in place concerning the injuries reported in this case, the following one was described in patient's medical records: salpingitis and the following ones were confirmed in patient´s medical records: pelvic pain, dyspareunia and pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs+mr received: new events: abdominal pain, genital haemorrhage and salpingitis (from mr) were added. Reporter,other relevant history, product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.